Manufacturer narrative:
Updated part, lot number and pt and device codes.

Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to fracture and infection. A 20 mm ploy insert added to protect the tibia during multi-step revision.